Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted damage to the device. It was reported that the device was difficult to unload. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the adapter was improperly loaded with a reload and was not fully rotated into position before firing. It was also reported that the jaws of the reload did not close at all, the articulation was insufficient and the reload could not be adjusted to the expected position. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: when using the linear adapters and endo gia¿ single-use reloads or endo gia¿ single-use reloads with tri-staple¿ technology: 1. Insert the pin located at the distal end of the adapter into the stapling reload. Ensure that the load alignment indicator on the reload aligns with the load alignment indicator on the shaft. 2. Lock the reload in place by pushing it in and twisting clockwise 45 degrees (relative to the adapter). When loaded properly into the adapter, the reload unload button is seated in place without any red showing underneath. 3. Remove the shipping wedge from the reload. 4. Perform a reload cycle test to confirm proper loading of the stapling reload: a. Press and hold the down toggle button until the reload is fully clamped. B. Press and hold the up toggle button until the reload is fully open. The power stapling handle will detect when the stapling reload is loaded, and the handle display will indicate a reload cycle test is required. Once the test is completed, the handle will indicate functional status and it is ready for use (see table 10). 5. Verify that the functional ready status border on the display screen is solid green, as shown in table 10. 6. At this point, the instrument is ready for use. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during obesity operation, the adapter worked on the first firing but not on the second firing. There was difficulty closing the jaws/positioning. When the jaws were opened, there was a red display, but it was green when closed. It was also reported that there was difficulty unloading the reload. The surgeon changed adapter and everything worked again. There was no patient injury.